Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No motor error or excessive no delivery alarms noted.

Event description:
The patient stated that the insulin pump was giving a motor error alarm when he woke up. The patient tried to clear and rewind the insulin pump, but was unable to. The patient tried to prime the unit, but received a no delivery alarm. Troubleshooting was performed, and the device gave a motor error alarm during the displacement test. Also, the drive support cap was flush. Advised the patient that the insulin pump would be replaced. Nothing further was reported.